Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient received inappropriate shock of the device due to an atrial fibrillation. The implantable cardioverter defibrillator (ICD) is programmed according the (B)(4). The patient was administered medicinal treatment that is ongoing. No further patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6).